Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hand procedure (tenorrhaphy), when using the device in spontaneous rupture of flexor tendons, the suture thread was broken several times when knotting. There was no patient injury.